Event description:
It was reported that the caller experienced a malfunction with their pump after having dropped it the previous night. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Initially, the caller was unable to reset the pump due to the lack of access to a charging cable, but later followed up once they had the charger available. Technical support assisted in resetting the pump, and no recurrence of the malfunction code was observed. The customer was advised to continue using the pump and to contact technical support if any further issues arise.